Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. The logs captured the segfault in qmlguiservice on the date of the issue. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a surgery the system displayed an error message "internal error has occurred, application must restart (error code 64)". Patient present. Patient impact and delay unknown. No further information available. Additional information was received. The procedure being performed was a cranial tumor resection, there was no impact to the patient's outcome, there was no surgical delay, and the issue occurred intra-operatively.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, product ID: 9735737, version #: 2.1.0, UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h6) multiple annex g codes were submitted for the event. Annex g code, g02007, applies to product ID: 9735764 while annex g code, g02008, applies to product ID: 9735737. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.